Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 454 mg/dl (aviva) and 201 mg/dl (friend's accu-chek meter, type unknown) no actions taken based on device results. No adverse event reported. Information for friend's meter was unavailable at the time of the call. Requested return of suspect device and replacement was sent.